Event description:
On (B)(6) 2012, the patient's daughter-in-law reported, the infusion device and blood glucose meter would not pair. She verified the bluetooth was turned on. When pressing the check button of the infusion device, the device returned to stop mode. Several attempts were made to access the bluetooth menu and each time the check button was pressed the device returned to the stop mode. She verified, she was pressing the check button only once and was not pressing and holding the button. She changed the battery and was unable to resolve the issue. All other buttons functioned properly. No physiological effects were reported. The patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The infusion device was evaluated, and the complaint was verified. The infusion device could not be paired with the blood glucose meter. A defect with the bluetooth module led to the problem. The buttons meet the specifications.